Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in to the carefusion application. A technical support specialist (tss) dialed into the station and verified it was already on the medication application, with no account lockouts present. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the user was unable to login into carefusion application. The customer reported being unable to log in to the cnf application, receiving the error message the referenced account was currently locked out and may not be logged on to. However, there were no delay to patient care and adverse events or injuries reported based on this incident.